Event description:
It was reported that the customer intermittently experienced resistance during the fill process. There was no reported adverse impact to customer's blood glucose level. Multiple cartridge changes were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.